Event description:
It was reported that the micro reciprocating saw overheated during testing at the user facility. Upon evaluation at the manufacturer, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.